Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the device was broken. An atlantis¿ sr pro imaging catheter was selected for use. During preparation, it was noted that the device was broken. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. No issues were found, the device appears to be in good conditions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the device was broken. An atlantis sr pro imaging catheter was selected for use. During preparation, it was noted that the device was broken. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was stable.